Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory 45 (not at "home" position after power-on/restart). Zoll tech support personnel provided the customer with the instructions for clearing ua45. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Manufacturer narrative:
The autopulse platform (sn (B)(6)) involved in the reported complaint will not be returned for evaluation because the customer cleared the user advisory (ua) 45 (not at "home" position after power-on/restart) error message using the instructions provided by a zoll representative. The root cause of the ua45 error was due to the driveshaft not being in the "home position". The autopulse platform is functional and has been returned to clinical use. Therefore, the service was not required to be performed by zoll. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.